Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient vision was not good and could not see well. The lens was exchanged for another non-company lens model 06 months 16 days following the initial procedure. Additional information has been requested.